Manufacturer narrative:
This event is related to other events reported under MFR numbers: 3007042319-2017-03429 and 3007042319-2017-03427. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient fell out of bed on (B)(6) 2017. A computerized tomography (CT) of the head on (B)(6) 2017 revealed a small acute subarachnoid hemorrhage in the left frontal lobe. The patient had been taking coumadin, aspirin and heparin at the time of the fall. On (B)(6) 2017, prothrombin time (pt) was 15.7 (normal 9.7-11.8), international normalized ratio (inr) was 1.4 and partial thromboplastin time (ptt) was 43 seconds (normal 22-30). Coumadin and heparin were placed on hold. A repeat head CT was performed on (B)(6) 2017 and revealed a stable subarachnoid hemorrhage, no change in the small volume extra-axial collection in the left frontal region without significant mass effect and midline shift. Neuro surgery resumed anticoagulation on (B)(6) 2017 and the event was deemed resolved. The principal investigator indicated the event was not related to the ventricular assist device (vad) system or implant procedure. Rather, the event was related to patient condition and the mechanical fall. The vad remains in use. No further adverse patient effects have been reported as a result of this event.